Event description:
It was reported that the physician's handheld programming software was not visible on the handheld. The physician reported that the screen would only show the operating system loaded on the handheld rather than the programming system. The physician attempted troubleshooting which did not correct the issue. The handheld and flashcard were returned to device manufacturer for analysis on (B)(6) 2013. The product analysis on the handheld and flashcard are currently underway and has not yet been completed.

Event description:
Analysis of the handheld did not identify any anomalies during testings. The handheld performed according to functional specifications. The flashcard was also analyzed. Analysis of the flashcard did not identify any anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications.